Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change the insulation "broke off" and then conductors became exposed on an atrial connector segment of a vdd lead. The lead was partially explanted and the right ventricular (rv) segment of the lead remains in use while an additional lead was implanted in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. The analyst noted only a proximal portion of one connector leg of the lead was returned. If information is provided in the future, a supplemental report will be issued.